Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: g3; h2; h6 and h11. Corrected field: h8. The device was not returned to olympus for inspection. The investigation will be conducted based on the available information. Technical assistance center (tac) reported that the lamp had gone out and provided remote troubleshooting. The customer restarted the device, and the lamp came back on, but it recurred a few times. The lamp was replaced about three weeks ago with an aftermarket lamp. The customer will check to confirm that ventilation is not blocked or dusty and will call back for evaluation or repair if required. Troubleshooting could not resolve the reported allegation. The complaint was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source had lamp out error e102. The issue was identified during an unspecified procedure, which was completed using the same device. There were no reports of patient harm.